Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Death case. This case is from health authority. It was reported that patient accepted artificial femoral head replacement on (B)(6) 2019. The patient was unconscious after cement was implanted in 1 min. It was noted blood pressure decreased and heart rate slowed down. Expansion and chest compression were treated immediately. The patient was moved to ICU after vital signs were stable. Then patient was dead since decline of blood pressure and heart rate. CPR failed to save patient as well and finally patient family gave up treatment.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The complaint states: ¿death case. This case is from health authority. It was reported that patient accepted artificial femoral head replacement on (B)(6) 2019. The patient was unconscious after cement was implanted in 1 min. It was noted blood pressure decreased and heart rate slew down. Expansion and chest compression were treated immediately. The patient was moved to ICU after vital signs were stable. Then patient was dead since decline of blood pressure and heart rate. CPR failed to save patient as well and finally patient family gave up treatment.¿ retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity controlled conditions. Retained sample retest results: tm-t150 - the mix was soft with the powder and liquid components combining as normal with a wet-out time of 7 seconds and a mean dough time of 3 minutes 01 seconds. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. Tm-t062 - benzoyl peroxide = 1.631% w/w ¿ within specification. Tm-t220 ¿ dmpt content = 0.867% w/w - within specification. Tm-t109 ¿ powder ir scan = positive. Tm-t179 ¿ liquid ir scan = positive. No product problem or unusual observations were observed on the testing of the retained samples of this batch. Dva-107020-fde rev 8 was reviewed, and cardiovascular events are described as a patient consequence on lines 36-39, 76, 83 and 172 . Each entry has a severity of 10 and an occurrence rate of 1 or 2 (ifr). There have been 2 reports of cardiovascular events with antibiotic smartset products during the 12 months from 01 april 2018 and 31 march 2019. IFU-0630004 rev b was reviewed, and cardiovascular events are included in the adverse events section under the heading ¿serious adverse events, some with fatal outcome¿. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot = device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.